Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the attached photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Total knee replacement: (B)(6) hospital, (B)(6) 2020. 2545-00-505 was noticed before being used on the patient. 2544-01-017 broke while being used on the patient, this did not affect the surgical outcome as we had a spare impactor in the kit. Patients details not provided as not relevant. The spare one has used. No ae reported, no delay in the surgery.